Event description:
A medwatch report# (B)(4), was received stating: "ventilator gave a popping noise, the status screen went black, graphic displays all went to zero. Pt taken off vent; bagged to trach ventilated by rn at moment of incident. Vent checked by rt immediately after event; ventilator appeared to have no circuit or functional problems when checked. No adverse effects noted." (B)(4).